Event description:
Additional information indicated that the patient went to an emergency room for cough and shortness of breath. Home oxygen had increased to 3 liters via nasal canula. The patient was admitted for a possible pulmonary embolism (pe) verse acute cardiac decompensation failure (acdf). Shortness of breath with worsening symptoms and acute on chronic decompensated heart failure were identified. Breathing treatments, intravenous diuretic, and oxygen titration performed as needed without relief. Mild central regurgitation was also reported. The day following admission an echocardiogram identified an abnormal left atrial size, no evidence of regional wall abnormality, and an ejection fraction of 60%. The patient was transferred to a different facility for a higher level of care and admitted to the cardiac intensive care unit (cicu). Approximately 11 days later the valve intervention occurred. Approximately 7 days later another echocardiogram identified a transcatheter peak gradient of 26 millimeters of mercury (mm hg), no regurgitation, mild pulmonary artery systolic pressure (pasp), and an ejection fraction of 60%. The patient was discharged 13 days following the valve revision to home with home health care. An angiotensin receptor neprilysin inhibitor, diuretic, and station were prescribed at discharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that 7 days following the valve revision an echocardiogram measured and ejection fraction of 63% rather than 60%.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that early structural failure of the transcatheter valve occurred due to the calcified leaflets observed via fluoroscopy. A diagnostic cardiac catheterization was also performed prior to the surgical intervention.

Event description:
Additional information also indicated that prior to the transcatheter revision due to structural failure of the valve with calcified leaflets, a cardiac catheterization performed 10 days prior to the revision identified the peak gradient of 81 millimeters of mercury (mm hg). The mean gradient measured 73 mmhg. The calculated aortic valve area (ava) was 0.55 cm2 (fick method) and 0.59 cm2 (td). An anticoagulant was started also at discharge following the previous valve revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three years and two months following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, calcification and thickening of the leaflets adjacent to the left and right coronary cusps with restricted mobility of the valve leaflets were identified. No evidence of hypoattenuated leaflet thickening (halt) was visible. Aortic stenosis (as) of the valve was diagnosed with acute decompensated heart failure. Diagnostic tests were performed, and intravenous (IV) medication was administered. Computed tomography (CT) imaging confirmed the valve calcification. A sternotomy was performed for surgical resection of the prosthetic valve leaflets under direct vision surplus procedure. Transcatheter aortic valve replacement (tavr) was performed with the implant of a 23 mm non-medtronic valve, resolved the as.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the transthoracic echocardiogram (tte) mean gradient of the native valve prior to the transcatheter valve implant measured 54 millimeters of mercury (mm hg). The transcatheter implant depth was 1 millimeter (mm) on the non-coronary sinus (ncs) and 5 mm on the left coronary sinus (lcs). The implant discharge tte measured a mean gradient of 15.75 mmhg. Additional information indicated that the patient had chronic respiratory failure with hypoxia diagnosis and had been examined for this approximately 10 days prior to the valve revision with the non-medtronic replacement valve and approximately 5 weeks following the valve revision. Further approximately 6 months following this valve revision the patient was examined again with a pulmonologist for this condition. At that time a chest computed tomography (CT) identified a small left pleural effusion which did not required intervention. Of note, this pleural effusion was decreased since the prior 2 exams. This pleural effusion was reported as possibly related to the transcatheter valve.

Event description:
Additional information received indicated that 9 days following the onset report of the aortic stenosis a transthoracic echocardiogram (tte) indicated that the peak gradient decreased from 58 millimeters of mercury (mm hg) to 15 mmhg. The mean gradient degreased from 33 mmhg to 8 mmhg. The cardiac catheterization occurred 11 days following the onset report of the aortic stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d4 - UDI h6 - annex e, annex b product analysis: two transthoracic echoes (ttes) were provided. Tte imaging from one day following the implant of the transcatheter bioprosthetic aortic valve had suboptimal image quality. The evolut implant depth was approximately 4mm on the anterior side and approximately 5mm on the posterior side. Av mean gradient was 15.75 mmhg. Moderate tricuspid regurgitation and mild to moderate mitral regurgitation with eccentric jet were observed. Trace pulmonary insufficiency was present. Ejection fraction was approximately 70-75%. Tte imaging from seven days following the implant of the non-medtronic transcatheter bioprosthetic aortic valve was provided with suboptimal image quality. Unable to clearly visualize av. Av mean gradient was 13mmhg. Mild to mitral regurgitation and mild pulmonary insufficiency was observed. Possible pleural effusion and pericardial effusion were noted. Ejection fraction was approximately 60%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that four months and ten days prior to the valve revision, CT showed decompensated congestive heart failure (chf), small pleural effusions with superimposed pneumonia that could not be excluded. No pulmonary embolism (pe) was observed. A follow-up CT showed severe coronary artery atherosclerosis, mild thoracic aortic atherosclerosis, resolved small bilateral pleural effusion, pulmonary hypertension and trace stable pericardial effusion. During the stay in the cicu, prior to the valve revision, the patient also received prednisone, incentive spirometry treatment, positive airway pressure (bipap), ipratropium bromide/albuterol sulfate solution and oral antibiotics. Acute on chronic respiratory failure was diagnosed. Acute on chronic respiratory failure resolved following the valve revision. Per the physician, the acute on chronic respiratory failure was probably related to the valve.

Manufacturer narrative:
Updated data: b5. A tenth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three years and two months following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, calcification and thickening of the leaflets adjacent to the left and right coronary cusps with restricted mobility of the valve leaflets were identified. No evidence of hypoattenuated leaflet thickening (halt) was visible. Aortic stenosis (as) of the valve was diagnosed with acute decompensated heart failure. Diagnostic tests were performed, and intravenous (IV) medication was administered. Computed tomography (CT) imaging confirmed the valve calcification. A sternotomy was performed for surgical resection of the prosthetic valve leaflets under direct vision surplus procedure. Transcatheter aortic valve replacement (tavr) was performed with the implant of a 23 mm non-medtronic valve, resolved the as. Additional information received indicated that early structural failure of the transcatheter valve occurred due to the calcified leaflets observed via fluoroscopy. A diagnostic cardiac catheterization was also performed prior to the surgical intervention. Additional information indicated that the patient went to an emergency room for cough and shortness of breath. Home oxygen had increased to 3 liters via nasal canula. The patient was admitted for a possible pulmonary embolism (pe) verse acute cardiac decompensation failure (acdf). Shortness of breath with worsening symptoms and acute on chronic decompensated heart failure were identified. Breathing treatments, intravenous diuretic, and oxygen titration performed as needed without relief. Mild central regurgitation was also reported. The day following admission an echocardiogram identified an abnormal left atrial size, no evidence of regional wall abnormality, and an ejection fraction of 60%. The patient was transferred to a different facility for a higher level of care and admitted to the cardiac intensive care unit (cicu). Approximately 11 days later the valve intervention occurred. Approximately 7 days later another echocardiogram identified a transcatheter peak gradient of 26 millimeters of mercury (mm hg), no regurgitation, mild pulmonary artery systolic pressure (pasp), and an ejection fraction of 60%. The patient was discharged 13 days following the valve revision to home with home health care. An angiotensin receptor neprilysin inhibitor, diuretic, and statin were prescribed at discharge. Additional information clarified that 7 days following the valve revision an echocardiogram measured and ejection fraction of 63% rather than 60%. Additional information also indicated that prior to the transcatheter revision due to structural failure of the valve with calcified leaflets, a cardiac catheterization performed 10 days prior to the revision identified the peak gradient of 81 millimeters of mercury (mm hg). The mean gradient measured 73 mmhg. The calculated aortic valve area (ava) was 0.55 cm2 (fick method) and 0.59 cm2 (td). An anticoagulant was started also at discharge following the previous valve revision. Additional information received indicated that the transthoracic echocardiogram (tte) mean gradient of the native valve prior to the transcatheter valve implant measured 54 millimeters of mercury (mm hg). The transcatheter implant depth was 1 millimeter (mm) on the non-coronary sinus (ncs) and 5 mm on the left coronary sinus (lcs). The implant discharge tte measured a mean gradient of 15.75 mmhg. Additional information indicated that the patient had chronic respiratory failure with hypoxia diagnosis and had been examined for this approximately 10 days prior to the valve revision with the non-medtronic replacement valve and approximately 5 weeks following the valve revision. Further approximately 6 months following this valve revision the patient was examined again with a pulmonologist for this condition. At that time a chest computed tomography (CT) identified a small left pleural effusion which did not required intervention. Of note, this pleural effusion was decreased since the prior 2 exams. This pleural effusion was reported as possibly related to the transcatheter valve. Additional information received indicated that 9 days following the onset report of the aortic stenosis a transthoracic echocardiogram (tte) indicated that the peak gradient decreased from 58 millimeters of mercury (mm hg) to 15 mmhg. The mean gradient degreased from 33 mmhg to 8 mmhg. The cardiac catheterization occurred 11 days following the onset report of the aortic stenosis. Additional information received indicated that four months and ten days prior to the valve revision, CT showed decompensated congestive heart failure (chf), small pleural effusions with superimposed pneumonia that could not be excluded. No pulmonary embolism (pe) was observed. A follow-up CT showed severe coronary artery atherosclerosis, mild thoracic aortic atherosclerosis, resolved small bilateral pleural effusion, pulmonary hypertension and trace stable pericardial effusion. During the stay in the cicu, prior to the valve revision, the patient also received prednisone, incentive spirometry treatment, positive airway pressure (bipap), ipratropium bromide/albuterol sulfate solution and oral antibiotics. Acute on chronic respiratory failure was diagnosed. Acute on chronic respiratory failure resolved following the valve revision. Per the physician, the acute on chronic respiratory failure was probably related to the valve. Additional information was received to report further details to the previously documented narrative above. The patient had reported chronic dyspnea on exertion in the setting of multifactorial comorbidities including diastolic heart failure, chronic hypoxemic respiratory failure, obesity hypoventilation syndrome, obstructive sleep apnea, hyperactive airway disease, restrictive lung physiology, secondhand smoke exposure, stenotic aortic bioprosthetic valve, and complete heart block with a permanent pacemaker. Approximately two years following implant of the medtronic valve, the patient underwent a walking test which revealed while on room air, the patient¿s oxygen desaturated below 88%. After the patient was administered supplemental oxygenation at 2l the patient's oxygen saturation had increased to 93%. Two and a half weeks later, a pulmonary function test (pft) was performed and showed no obstructive airflow limitation and no significant response to bronchodilator medication. The patient had a mildly reduced total lung capacity (tlc) and a reduced diffusing capacity of the lungs for carbon monoxide (dlco), but alveolar volume within normal limits. Two weeks later, a second pft revealed a mild volume restriction was present with a tlc at 75%. Predicted air trapping was present with a residual volume at 126%. A spirometry test was performed and did not show evidence of an obstruction and there was no significant bronchodilator response. The dlco was severely reduced suggestive of interstitial lung disease. Per the physician, the chronic hypoxemic respiratory failure was not related to the medtronic valve. Approximately three years, one month, three weeks following implant of the medtronic valve, the patient presented to the emergency department (ed) with complaints of a cough, shortness of breath, and increased oxygenation demands. The patient was admitted for evaluation of possible pe vs. Acute-on-chronic diastolic heart failure. The patient¿s home supplemental oxygenation was increased to 3l via nasal cannula. The patient was administered an inhaled aerosol mist via a jet nebulizer with no relief. The patient was transferred to a secondary facility for a higher level of care and was admitted to the ci cu. Diagnostic testing included CT imaging which was negative of pe, but revealed decompensated chf, and small pleural effusions; superimposed pneumonia could not be excluded. One day following cicu admission, a tte was performed and showed no evidence of abnormal regional wall, the size of the left atrium was abnormal, and the patient had an ejection fraction of 60%. Two days after admission, the patient was transferred from the ICU to a step-down unit with continued administration of diuretic medication via IV therapy, respiratory therapy with treatment including positive airway pressure (pap) therapy, a flutter valve, incentive spirometry, and oral medications. One day after transfer from the cicu, CT imaging was performed and showed severe coronary artery atherosclerosis, mild thoracic aortic atherosclerosis, pulmonary hypertension, trace, stable pericardial effusion, and resolved small bilateral pleural effusions. Three days later, a chest x-ray was performed and the patient was deemed to have stable, mild cardiomegaly. Seven days later the patient underwent the transcatheter aortic valve replacement (tavr) procedure. The chronic hypoxemic respiratory failure remained ongoing following the replacement of the medtronic valve. The acute-on-chronic heart failure resolved following the replacement of the medtronic valve. Additional information received indicated that small pleural effusions were noted on CT imaging 21 days prior to the tavr. 13 days prior to the tavr CT imaging showed small pleural effusions and decompensated chf. Chest x-ray showed small left effusion.

Event description:
It was reported that approximately three years and two months following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, calcification and thickening of the leaflets adjacent to the left and right coronary cusps with restricted mobility of the valve leaflets were identified. No evidence of hypoattenuated leaflet thickening (halt) was visible. Aortic stenosis (as) of the valve was diagnosed with acute decompensated heart failure. Diagnostic tests were performed, and intravenous (IV) medication was administered. Computed tomography (CT) imaging confirmed the valve calcification. A sternotomy was performed for surgical resection of the prosthetic valve leaflets under direct vision surplus procedure. Transcatheter aortic valve replacement (tavr) was performed with the implant of a 23 mm non-medtronic valve, resolved the as. Additional information received indicated that early structural failure of the transcatheter valve occurred due to the calcified leaflets observed via fluoroscopy. A diagnostic cardiac catheterization was also performed prior to the surgical intervention. Additional information indicated that the patient went to an emergency room for cough and shortness of breath. Home oxygen had increased to 3 liters via nasal canula. The patient was admitted for a possible pulmonary embolism (pe) verse acute cardiac decompensation failure (acdf). Shortness of breath with worsening symptoms and acute on chronic decompensated heart failure were identified. Breathing treatments, intravenous diuretic, and oxygen titration performed as needed without relief. Mild central regurgitation was also reported. The day following admission an echocardiogram identified an abnormal left atrial size, no evidence of regional wall abnormality, and an ejection fraction of 60%. The patient was transferred to a different facility for a higher level of care and admitted to the cardiac intensive care unit (cicu). Approximately 11 days later the valve intervention occurred. Approximately 7 days later another echocardiogram identified a transcatheter peak gradient of 26 millimeters of mercury (mm hg), no regurgitation, mild pulmonary artery systolic pressure (pasp), and an ejection fraction of 60%. The patient was discharged 13 days following the valve revision to home with home health care. An angiotensin receptor neprilysin inhibitor, diuretic, and statin were prescribed at discharge. Additional information clarified that 7 days following the valve revision an echocardiogram measured and ejection fraction of 63% rather than 60%. Additional information also indicated that prior to the transcatheter revision due to structural failure of the valve with calcified leaflets, a cardiac catheterization performed 10 days prior to the revision identified the peak gradient of 81 millimeters of mercury (mm hg). The mean gradient measured 73 mmhg. The calculated aortic valve area (ava) was 0.55 cm2 (fick method) and 0.59 cm2 (td). An anticoagulant was started also at discharge following the previous valve revision. Additional information received indicated that the transthoracic echocardiogram (tte) mean gradient of the native valve prior to the transcatheter valve implant measured 54 millimeters of mercury (mm hg). The transcatheter implant depth was 1 millimeter (mm) on the non-coronary sinus (ncs) and 5 mm on the left coronary sinus (lcs). The implant discharge tte measured a mean gradient of 15.75 mmhg. Additional information indicated that the patient had chronic respiratory failure with hypoxia diagnosis and had been examined for this approximately 10 days prior to the valve revision with the non-medtronic replacement valve and approximately 5 weeks following the valve revision. Further approximately 6 months following this valve revision the patient was examined again with a pulmonologist for this condition. At that time a chest computed tomography (CT) identified a small left pleural effusion which did not required intervention. Of note, this pleural effusion was decreased since the prior 2 exams. This pleural effusion was reported as possibly related to the transcatheter valve. Additional information received indicated that 9 days following the onset report of the aortic stenosis a transthoracic echocardiogram (tte) indicated that the peak gradient decreased from 58 millimeters of mercury (mm hg) to 15 mmhg. The mean gradient degreased from 33 mmhg to 8 mmhg. The cardiac catheterization occurred 11 days following the onset report of the aortic stenosis. Additional information received indicated that four months and ten days prior to the valve revision, CT showed decompensated congestive heart failure (chf), small pleural effusions with superimposed pneumonia that could not be excluded. No pulmonary embolism (pe) was observed. A follow-up CT showed severe coronary artery atherosclerosis, mild thoracic aortic atherosclerosis, resolved small bilateral pleural effusion, pulmonary hypertension and trace stable pericardial effusion. During the stay in the cicu, prior to the valve revision, the patient also received prednisone, incentive spirometry treatment, positive airway pressure (bipap), ipratropium bromide/albuterol sulfate solution and oral antibiotics. Acute on chronic respiratory failure was diagnosed. Acute on chronic respiratory failure resolved following the valve revision. Per the physician, the acute on chronic respiratory failure was probably related to the valve. Additional information was received to report further details to the previously documented narrative above. The patient had reported chronic dyspnea on exertion in the setting of multifactorial comorbidities including diastolic heart failure, chronic hypoxemic respiratory failure, obesity hypoventilation syndrome, obstructive sleep apnea, hyperactive airway disease, restrictive lung physiology, secondhand smoke exposure, stenotic aortic bioprosthetic valve, and complete heart block with a permanent pacemaker. Approximately two years following implant of the medtronic valve, the patient underwent a walking test which revealed while on room air, the patient¿s oxygen desaturated below 88%. After the patient was administered supplemental oxygenation at 2l the patient's oxygen saturation had increased to 93%. Two and a half weeks later, a pulmonary function test (pft) was performed and showed no obstructive airflow limitation and no significant response to bronchodilator medication. The patient had a mildly reduced total lung capacity (tlc) and a reduced diffusing capacity of the lungs for carbon monoxide (dlco), but alveolar volume within normal limits. Two weeks later, a second pft revealed a mild volume restriction was present with a tlc at 75%. Predicted air trapping was present with a residual volume at 126%. A spirometry test was performed and did not show evidence of an obstruction and there was no significant bronchodilator response. The dlco was severely reduced suggestive of interstitial lung disease. Per the physician, the chronic hypoxemic respiratory failure was not related to the medtronic valve. Approximately three years, one month, three weeks following implant of the medtronic valve, the patient presented to the emergency department (ed) with complaints of a cough, shortness of breath, and increased oxygenation demands. The patient was admitted for evaluation of possible pe vs. Acute-on-chronic diastolic heart failure. The patient¿s home supplemental oxygenation was increased to 3l via nasal cannula. The patient was administered an inhaled aerosol mist via a jet nebulizer with no relief. The patient was transferred to a secondary facility for a higher level of care and was admitted to the ci cu. Diagnostic testing included CT imaging which was negative of pe, but revealed decompensated chf, and small pleural effusions; superimposed pneumonia could not be excluded. One day following cicu admission, a tte was performed and showed no evidence of abnormal regional wall, the size of the left atrium was abnormal, and the patient had an ejection fraction of 60%. Two days after admission, the patient was transferred from the ICU to a step-down unit with continued administration of diuretic medication via IV therapy, respiratory therapy with treatment including positive airway pressure (pap) therapy, a flutter valve, incentive spirometry, and oral medications. One day after transfer from the cicu, CT imaging was performed and showed severe coronary artery atherosclerosis, mild thoracic aortic atherosclerosis, pulmonary hypertension, trace, stable pericardial effusion, and resolved small bilateral pleural effusions. Three days later, a chest x-ray was performed and the patient was deemed to have stable, mild cardiomegaly. Seven days later the patient underwent the transcatheter aortic valve replacement (tavr) procedure. The chronic hypoxemic respiratory failure remained ongoing following the replacement of the medtronic valve. The acute-on-chronic heart failure resolved following the replacement of the medtronic valve.

Manufacturer narrative:
Updated data: b5. A ninth paragraph was added. H6. Additional codes. Corrected data: d. Suspect medical device: UDI #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.